Manufacturer narrative:
Examination of the returned screw by a depuy (B)(4) material research scientist confirmed the complaint. The presence of ductile dimples indicates the cracks in the screw tip were due to an overload failure. The force applied exceeded the ultimate strength of the material and the material cracked as a result of ductile overload failure. These cracks are likely due to increased stresses at the screw tip, which could be due to hard or sclerotic bone or an undersized drilled hole during insertion of the screw. No material defects were observed in the bone screw that could have contributed to crack initiation and/or propagation. A search of the complaint database found no prior reports for this part and lot number combination and found no other reports for this product code. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While inserting a 6.5 cannulated screw into the pt's femoral head, the tip of the screw apparently flared outward after going through hard bone in the femoral neck. The issue caused a 45 minutes delay.